Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Images looked subtracted.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the interconnect cable and swapped video cables to restore proper system imaging functions. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.